Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. He had revision surgery 3 years and 3 months post-surgery. The patient experienced infected mesh and abscess formation, severe pain, recurrence, debridement of skin and additional surgeries for repair of dehiscence.

Manufacturer narrative:
Additional information: a4, b5, b7, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced abscess formation, severe pain, recurrence, infection, foreign body giant cell reaction, dehiscence. Post-operative patient treatment included medication, revision surgery, mesh removal, debridement of tissue, herniorrhaphy, drainage of abdominal wall abscess, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced abscess formation, severe pain, recurrence, infection, foreign body giant cell reaction, debridement of skin and additional surgeries for repair of dehiscence. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.